Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During disinfection of the sample, a leak was found in the heparin line ¿t¿ connector. The sample was further inspected and found the heparin line was missing from the red ¿t¿ connector and no solvent application was found on the ¿t¿ connector. The reported issue was confirmed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported a blood leak that occurred at the beginning of the patient¿s hemodialysis (hd) treatment. The blood leak was visually observed from the heparin line closest to pump segment of the line near the red clamp. The patient¿s estimated blood loss (ebl) was less than 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on the same machine with new supplies. It was reported that the product is available to be returned to the manufacturer for evaluation.